Event description:
It was reported that: arthrodesis procedure, patient operated. Installation and positioning of the patient. Preparing the pedicle sight with jam shidi trocar . When the doctor wanted to implant the screw through the pedicle with the screwdriver, the handle broke at the rack. He had to use another handle to complete the procedure. There was a delay of about 5-10 minutes.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The device was confirmed to be fractured at inner collar on both sides. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be approximately 6 years old. Conclusion: the most likely cause of the reported event was determined to be normal wear due to instrument age.

Event description:
It was reported that: arthrodesis procedure, patient operated. Installation and positioning of the patient. Preparing the pedicle sight with jam shidi trocar . When the doctor wanted to implant the screw through the pedicle with the screwdriver, the handle broke at the rack. He had to use another handle to complete the procedure. There was a delay of about 5-10 minutes.